Event description:
It was reported during follow up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient condition is fine.